Manufacturer narrative:
UDI: product made prior to compliance date, gtin unavailable; (B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The valve was implanted to the patient via vp-shunt. Doi and initial setting were unknown. It was reported that the pressures setting was not able to be changed when it was tried to change due to over-drainage. The revision surgery was performed on (B)(6) with certas valve. The patient¿s initial was (B)(6), female. She has an original disease. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
The previously reported date received by MFR was incorrectly submitted as "3/13/2018." It should have been submitted as "4/13/2018". This report has been updated to reflect the corrected information.

Manufacturer narrative:
The device was returned for evaluation. The valve was visually inspected; a crack and bump mark in the valve casing was noted as well as the spring has moved slightly. The position of the cam when valve was received was 150mmh2o. The valve was tested for programming and failed the test, the cam mechanism did not move during the programming process. The valve was flushed; no issues found. The valve was dismantled and was examined under microscope at appropriate magnification: a crack and a bump mark was noted in the valve casing. Biological debris was found on the cam mechanism. The cam magnets were controlled and failed testing. The magnets polarity was controlled, the magnets failed. The lot history record was reviewed for completeness during the release process to inventory. No discrepancies were noted for the products when released to stock. The root cause for the crack and bump mark in the valve casing was likely due to the valve receiving a hard knock. The root cause for the outlet spring, is likely due to the valve receiving a hard knock, but this could not be conclusively determined. The abnormal polarization of the valve was likely caused by an exposition of a too strong magnetic field. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.